Event description:
Date of surgery with device: 2006. Adverse event: patients femoral head collapsed 4 month after the procedure with colloss e. Action: total hip arthroplasty was done 2 months after adverse events occuret. Outcome of the pt: patient doing well.

Manufacturer narrative:
The device is a bone void filler whle completely resorbing within a few weeks, and therefore is unavailable for analysis. According to the quality control review, the device met the specification for ossification and mineralization at baseline. Due to the collaps of the femoral head, a total hip arthroplasty was performed at two months post index surgery. The assumption of the surgeon is that the used quantity of colloss e was not sufficient based on their current experience. The event is not directly caused by the device, but possible from the quantity of the device being used. Investigation is not completed.